Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that while tensioning the ar-7276t, the knot broke. The rep reported the tensioner was not past 80 pressure. The knot just snapped. All fragments were accounted for, and removed. No unplanned incisions were made.